Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Upon interrogation the pump was used to deliver morphine (10 mg/ml at 0.061 mg/day). Analysis of the pump found no anomalies. Additional review determined that the. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer in regard to a patient receiving morphine 10 mg/ml at 3.02 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant. It was reported that the residual volumes at the time of the recent refills did not match the programmer. The patient was still getting good pain relief however. The company representative was unaware of any diagnostics being performed. The patient was due for a pump replacement, which occurred on (B)(6) 2016. The issue was reported to be resolved at the time of report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.